Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial with some moisture. Visual inspection found a piece of haptic missing. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.

Event description:
The reporter indicated the surgeon attempted to insert a 12.6mm vicm5_12.6 implantable collamer lens, -06.00 diopter, and the lens was torn during the loading process. The haptic was torn while pushing the lens with the foam tip plunger. There was no patient contact. The lens was exchanged for another same model/diopter lens and the problem was resolved. The patient's best-corrected visual acuity was 20/20.